Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow testing was performed and passed successfully with no issues noted relating to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV catheter extension set was blocked and unable to be flushed. This occurred a few hours into an intravenous (IV) patient infusion of amino acids and total parenteral nutrition solution using a non-baxter catheter and non-baxter t-connector with the extension set. Prior to the no flow event, no kinks were observed in the line, priming was able to be performed, and flow was observed at the start of the infusion. When the event occurred, the user disconnected the extension set and tested both the extension set and IV catheter; it was found that the blockage was due to the extension set and not IV catheter. There was no patient injury or medical intervention associated with this event, though the IV infusion had to be restarted. No additional information is available.